Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2004, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3387s-40, lot # v279715, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2014. Product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the two devices were implanted after their use before date.